Event description:
The customer reported the ventilator shut down and alarmed while in use on a pt. There was no reported pt harm. The respironics service technician reported upon initial inspection the ventilator circuit breakers were found in the off position and the diagnostic log showed the backup battery had become depleted. With the circuit breakers in the off position there is no ac power to the ventilator or to charge the battery. The ventilator will switch to optional backup battery power if available. Once the backup battery power is depleted, there is no further power available to the ventilator causing the unit to alarm and shut down. The service technician replaced the backup battery as a precaution only. There was no malfunction of the device or battery. The service technician performed extended self test (est) and performance verification testing, and all tests passed to operating specifications.